Manufacturer narrative:
Product development investigation was completed. All three screws show various damages. The lot numbers are unknown. From screw 1 only the screw head was received; the threaded shaft is missing. Screws 2 and 3, the screw tips are broken off and missing. The screw threads are damaged/worn. The 400.834 no. #1 : the screw head of a broken cranial-screw was received for investigation. The complete length of the threaded shaft broke off and is missing. The drive is moderately damaged. The tops of the cross slots have displaced metal primarily in the clockwise direction relative to torque applied. The complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The fracture surface is homogenous which indicates material conformity. A device history record review is not possible because of the missing lot number. The 400.834 no. #2: the delicate self-cutting tip with a length of approximately 0.5 mm is broken off and missing. The thread flanks were flattened and worn. This damage is in the form of compression of the major diameter either flattened or folded upwards towards the head. The drive is moderately damaged. The tops of the cross slots have displaced metal primarily in the clockwise direction relative to torque applied. A device history record review is not possible because of the missing lot number. The 400.834 no. #3: the delicate self-cutting tip with a length of approximately 0.5 mm is broken off and missing. The thread flanks were flattened and worn. This damage is in the form of compression of the major diameter either flattened or folded upwards towards the head. The drive is moderately damaged. The tops of the cross slots have displaced metal primarily in the clockwise direction relative to torque applied. A device history record review is not possible because of the missing lot number. Due to the type and extent of damage incurred, no meaningful evaluation can be performed. The breakage relevant dimensions cannot be checked to print specifications anymore. The cause of breakage could not be determined. Visually, there does not appear to be an issue other than the damage sustained by mechanical overloading. The low profile neuro instructions for use contain the following warning note: ¿these devices can break during use (when subjected to excessive forces or outside the recommended surgical technique). While the surgeon must make the final decision on removal of the broken part based on associated risk in doing so, we recommend that whenever possible and practical for the individual patient, the broken part should be removed. Corrected data: describe event or problem, initial reporter: reporter name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: no patient information is available for reporting. (B)(4). Device was not implanted or explanted. (B)(6). Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, three (3) different neuro screws broke very easily with little twist applied. Surgery was completed utilizing three (3) different screws. No further information was provided. This report is for one (1) neuro screw this is report 1 of 2 for (B)(4).